Manufacturer narrative:
This report is filed on november 14, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
It was reported that the electrode array was found to be outside the cochlea, resulting in the decision to explant the device. The device was explanted (date not reported), it is unknown if there are plans to re-implant the patient with a new device as of the date of this report september 19, 2016.